Event description:
The account alleged that the bed exit alarm is not working.

Manufacturer narrative:
The technician investigated and found the connection in the ap control was loose. The technician reseated the connection to repair the bed.